Event description:
It was reported that on (B)(6) 2025, the patient experienced rising blood glucose (bg) levels the pod generated a hazard alarm, reportedly related to safety checks. No additional information regarding alarm message was provided. The patient stated that she waited to apply a new pod following the alarm, during which time her bg levels continued to increase, prompting her to seek medical evaluation. No specific bg levels were reported. She was diagnosed with hyperglycemia and treated with intravenous fluids. The patient was not admitted to the hospital and was able to return home the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone18.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.